Event description:
A malfunction was reported with a code malf 9, but there was no adverse impact on the customer's blood glucose level. The technical support team assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to call back if any malfunction code reappears, and continued use of the pump was permitted. No additional information was provided regarding the outcome.